Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that the phenomenon occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and as part of the in house asset return process. The reportable finding of no serial digital interface 1 image documented in b5 was due to a faulty printed circuit board. No other malfunctions were found during the evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The high definition lcd monitor was returned as part of the in house asset return process. During routine inspection of the device by olympus, there was no serial digital interface 1 image. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.